Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 on a pt. Test date: (B)(6) 2011 - 10:10 sample a collection, 10:25 sample a result 0.02 ng/ml, no repeat on sample a. Test date: (b)(B)(6) 2011 - 12:03 sample b collection, 12:11 sample b result 0.11 ng/ml, 12:23 sample b result 0.01 ng/ml (repeat), 13:01 sample b result 0.00 ng/ml (repeat). Customer states that there will be no product returned for investigation. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 02/16/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.